Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pca demand button was pressed sixteen (16) times over a period of four (4) hours but only three (3) doses were administered is being attributed due to user error. The dose request cord was attached and a pca dose only infusion was programmed as observed in the logs, with a pca dose of 0.1 mg, a lockout interval of 20 minutes and a max limit dose of 0.3 mg/h. The infusion was started. A dose was request by pressing the dose request cord button, and after the pca administered it, the button was pressed with interval of five (5) minutes but the device did not infused. After twenty (20) minutes passed the pca infused the requested dose. It was observed that the dose request button was green during the lockout period. This was repeated for one (1) hour. The pca module infused successfully after the lockout period was done three (3) times. On (B)(6) 2025 at 8:08 pm the pcu was powered on, the profile ¿pediatrics¿ was selected. Three (3) minutes later, the unit was selected, the syringe selected was bd 50 ml, the drug selected was hydromorphone, patient weight was > 40 kg, drug amount was 50 mg/50 ml. The user selected ¿yes¿ to the clinical advisory. The type of infusion selected was ¿pca dose only¿, the pca dose was programmed to be 0.1 mg, the lockout interval was programmed to be 20 mins and the max limit was selected to be 0.3 mg/1 h. The infusion was started. On (B)(6) 2025 at 6:07 am a dose was requested two (2) times. At 6:09 am the volume infused was cleared. Between 12:24 pm and 12:27 pm the infusion was paused and then restarted. At 12:27 pm a dose was requested. At 1:42 pm a dose was requested. Between 1:49 pm and 1:50 pm three (3) doses were requested. Between 2:25 pm and 3:39 pm a dose was requested. Between 3:49 pm and 4:14 pm eleven (11) doses were requested. Between 5:35 pm and 5:48 pm three (3) doses were requested. At 6:35 pm a dose was requested. At 7:00 pm a dose was requested. Between 7:13 pm and 7:19 pm a dose was requested, the unit was selected, and the patient history of the last 24 hours was cleared. At 9:24 pm seven (7) doses were requested. At 9:34 pm the channel off key was selected and the infusion stopped. At 10:09 pm the infusion was restored. Between 11:16 pm and 11:19 pm thirteen (13) doses were requested. Between 11:24 pm and 11:27 pm the unit was selected, the patient history was cleared twice for 24 hours, and a dose was requested. At 11:32 pm the channel was turned off and the total volume infused was recorded. Per the bd alaris system with guardrails suite mx v12.3.2 user manual on page 394: lockout interval: a configurable interval of time that must pass between pca patient doses. The lockout interval begins when the patient dose infusion starts. The pca dose cannot be delivered until the lockout interval has expired. Max limit reach alarm: this alarm occurs when an attempt is made that exceeds the maximum allowed drug amount for the patient. The pca dose cannot be delivered until the configured time passes. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported pca doses not delivered is being attributed due to user error. It was observed that several doses were requested during the interval lockout period. The lockout interval begins when the patient dose infusion starts. The pca dose cannot be delivered until the lockout interval has expired. Note that this report lists imdrf annex a1801, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that over a period of four (4) hours, the pca demand button was pressed sixteen (16) times however only three (3) doses were administered. The clinician indicated the dose request button was green, signaling that the patient could receive a demand dose and was not in their lockout period. Patient might not have been receiving her allotted pain medications due to the pump malfunction for an unknown amount of time. There was patient involvement but no harm.